Event description:
Pace medical was notified on august 22, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that operating current was not in spec. The device was analyzed and found that non apc medical parts were installed in the device. Damage was done to internal tracks on the module. Due to the age of the device and the damage done the customer was advised that repair was cost prohibitive. The device was scrapped. Reason for complaint: evidence that the device had been opened by the hosp ebme department was seen. Damage to electronics appears to have been caused by technicians without the proper skills.